Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2022-01772. It was reported that the patient¿s leads had high impedances caused the system to automatically reduce the therapy level. It was noted that the patient fell just prior to the start of the issue. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.